Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Manufacturer narrative:
Integra completed its internal investigation 07/26/2015. The investigation included method: review of device history records and review of complaint management database for similar complaints. Results: a DHR review cannot be performed at this time as the lot number was not provided and the device wasn't returned for evaluation. A query identified three customer complaints associated with non-conforming catalyst trial heads. Since this is the first reported complaint coming from a distributor regarding a defective catalyst trial head, it is considered an isolated incident. Conclusion: based on limited information provided by diverse surgical solutions, the likely root cause for this complaint cannot be identified.

Event description:
It was reported the device was "somewhat" broke but still usable to a point. The metal piece inside broke. No information regarding circumstance of event or patient impact provided. Additional information requested.